Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing in the station. A technical support specialist (tss) executed a server downtime query and observed that over 21,700 messages were pending processing and was decrementing. It was confirmed that the interface remained connected. However, the heartbeat signal was delayed by two minutes. The tss traced a sample patient record and found that the processing time was null, with a waiting status. The tss waited for the message queue to drain, checked the event viewer, it was noted that the system had initiated with 37 group policy updates, followed by the disabling of the internet protocol helper service and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing in the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.